Event description:
It was reported that the pt underwent a catheter revision (reference MFR report# 2182207-2009-04006) and subsequently experienced an increase in dose after the catheter was repaired. The pt had a slight overdose and was held overnight in the hospital and released the next day with no long term effect. The drug contained in the pump at the time of the event was not reported.